Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not delivering the correct tidal volumes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirmed the reported problem. Per the philips v60 manual all 13 tests have been perform and all tests have passed with no duplication of reported incident, no fault found. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.